Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's pacemaker was inappropriately and unexpectedly in back-up operation. The cause of back-up was unknown. The device was reprogrammed and restored to nominal settings. The patient was stable.